Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1103512) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident..

Event description:
It was reported by the aci sales professional that a female patient underwent an interventional coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right common femoral artery at the bifurcation via a 6f procedural sheath with heparin on board. There was no report of a pre-procedural femoral angiogram to assess the suitability of closure. At the time of the procedure, the patient's act was 204 and the systolic blood pressure was 160 mmhg. Following the procedure, the physician who is a trained user of the mynx cadence device, with the aci sales professional present, chose the device to close the femoral artery. Reportedly, the deployment was uneventful and there was no report of complication during the procedure or closure. The patient was ambulated and discharged to home without complication at the access site. Seven days post mynx, the patient presented at the hospital complaining of groin pain. A doppler ultrasound was performed and revealed a pseudoaneurysm (psa) at the access site. The patient was administered a thrombin injection in the operating room (or) and was discharged to home. No further information was provided.